Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown ps insert. The other devices listed in this report: cat # unk, lot # unk, description: unknown scorpio nrg femur. Cat # unk, lot # unk, description: unknown scorpio baseplate. Cat # unk, lot # unk, description: unknown dome patella. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that the patients' left knee was being revised due pain and stiffness. The surgeon commented intraoperatively that he believed the implants chosen for this patient were oversized and the poly thickness was too big.